Manufacturer narrative:
Section b5 additional information: the sureform 60 stapler instrument misfired. The patient had an anastomotic leak post-operation which was treated with an additional surgery. The sureform 60 stapler has not been received for investigation. The stapler logs show the first sureform 60 stapler instrument used during this procedure fired a black reload. While firing the black reload, the stapler experienced a drivetrain firing failure which stopped the firing process at about 67% completion. The instrument became force expired as designed due to this failure making it unusable again. This sureform 60 stapler instrument was replaced with another to continue the procedure. The second sureform 60 stapler was used to fire 2 black reloads without issue. Re-review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died 8 days after a low anterior resection. Although the patient had to undergo an additional operation due to an anastomotic leak, the surgeon did not believe the death was related to this issue. The events leading to the death and cause of death are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had a low anterior resection and later died. A failed stapler was reported but how the stapler failed and how this may or may not have contributed to the patient death is not reported. No details of the procedure, post operative course, or how the patient died are provided. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci-assisted low anterior resection, the sureform 60 stapler instrument failed to fire. It was reported that the patient of this procedure expired on post-operative day 8. No information was provided regarding the patient's post-operative course or the cause of death. The report source stated that they do not think the patient death was related to the reported stapler issue. Multiple attempts to obtain additional information have been made; however, no further details have been received.

Manufacturer narrative:
A review of the sureform 60 stapler instrument logs was performed. Together with the returned device investigation, the stapler logs indicate that a drivetrain failure occurred at about 67% completion with a low peak firing force. The log data aligns with the findings of a dislodged drive cable crimp. It is likely that the cable crimp dislodged during the firing, resulting in the detected drivetrain failure and force expiration of the device. The information reported from the customer stated that the patient expired on post-operative day 8; however, no details regarding the patient's post-operative course or the cause of death was provided. Per the previously submitted follow-up report, the hospital report source stated that they do not think the patient death was related to the reported stapler issue, and per the medical safety officer review, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: b, c. Device evaluation: intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument to perform failure analysis (fa) and did not confirm or replicate the customer reported complaint of "failed to fire". Incidentally, the instrument could not be tested as it was found to have loose drive cables that results in an engagement failure, preventing the instrument to enter into following. Additionally, the instrument was found to have loose drive cables at the back end. After removing the instrument housing, the instrument drive cables were found to be loose. No damage on the clamping pulley was observed. Moreover the screws on the clamping pulley were tightened. The instrument was found to have failed mechanical engagement during in-house testing. The instrument inputs failed to engage with the in-house system's sterile adapter on three attempts, preventing the instrument from entering into following. The error logs for the system installs display an error code, with parameters indicating that the grip axis failed to engage.

Event description:
Refer to h11 for follow-up information.